Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with a right ventricular lead pacing impedance that was less than the lower limit. The patient had not come into clinic yet so no resolution had been done for the issue. The patient was stable.